Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor readings and blood glucose readings. The customer states their sensor is giving them low blood glucose readings. The customer's blood glucose level is 109mg/dl, and their sensor reading is 54mg/dl. The sensor and blood glucose differences were found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised that a replacement sensor would be sent out.